Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The patient presented 2 years after a latera nasal implant was placed reporting that the implant was still in the nose and had not degraded. The implant was removed from the patient with an additional procedure. No further medical intervention was taken.

Manufacturer narrative:
The full UDI number is not available due to the missing lot number.

Event description:
The patient presented 2 years after a latera nasal implant was placed reporting that the implant was still in the nose and had not degraded. The implant was removed from the patient with an additional procedure. No further medical intervention was taken.